Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
It was indicated that a patient was implanted for a severe, hypotonic neurogenic bladder four years prior to the report with a s3 nerve root stimulator. It was reported by a manufacturer representative that during a battery replacement, it was discovered that the leads had migrated distally an additional three cm. It was indicated that this was leading to malfunction. The patient had described feeling muscle pain and sensations down their left leg with the device. A new lead was placed on the patient's left side. It was noted that the lead was tested and they found that there was very poor bellows at leads zero and one, none on two and three, and a lot of left leg muscle contraction with stimulation. This was indicative of abnormal placement. C-arm fluoroscopy pictures confirmed that the leads were not against s3 nerve root; they were probably more s2. It was indicated that a patient was implanted for a severe, hypotonic neurogenic bladder four years prior to the report with a s3 nerve root stimulator. The patient tolerated everything well, and was taken to the recovery room in good condition. The indication of use was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.